Event description:
Pt presented for elective right lower extremity angiogram and atherectomy of the right superficial femoral artery. The ev3 silverhawk lx-m, peripheral plaque excision system, was utilized by placing it in the right superficial femoral artery. After two successful passes, the device was being retracted when the "nose cone" separated or detached from the device shaft in the right common femoral artery. Thus leaving the "nose cone" in the pt's intravascular system. The physician then used multiple maneuvers and devices to retract the "nose cone" to the aorto-iliac bifurcation. Due to the severe calcification and acute angulation of the bifurcation the device could... Dates of use: (B) (6) 2010. Diagnosis or reason for use: claudication right lower extremity.